Event description:
A two-level spine surgery, including the array system, was performed om (B)(6) 2001. On (B)(6) 2004 the md noted in x-ray one of the set screws was dislodged. The fixation will be left as is.